Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that an animal underwent an unknown procedure and suture was used. Post operatively, the knots came loose from the incision.